Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's representative called for assistance to use the lost replacement control device for the first time. When they connected to the ins, they reported seeing the message, "internal device has lost all data contact your clinician." The patient was redirected to their healthcare provider to further address the issue. The following day, a manufacturer representative called, as they were notified by the healthcare provider's office that day that the patient came in with a new programmer and repeated information which was reported and documented in the initial call. As the representative asked, the replacement process regarding a certain model of patient programmers (now obsolete) was reviewed. They planned to make arrangements to see the patient to sync the handset to the ins. It was also explained that whether or not MRI mode would be available would be based on the lead which was implanted. There were no patient symptoms or further complications reported at this time.